Manufacturer narrative:
It was reported to abbott, after undergoing an unrelated surgery, the ipg could not communicate with a patient controller. The device had not been placed in surgery mode prior to the surgery. Technical service guided patient to attempt to re-pair with a magnet over the phone with no success. The patient was to make an appointment with their physician to discuss plans to move forward. As of (B)(6)2023, the meeting had not occurred. The rep was informed since its unknown when or if the patient will be able to replace their ipg, the record would be closed and reopened as needed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure where there device was not set to surgery mode. Troubleshooting was unable to resolve the issue. Further discussion with the physician is pending.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.